Manufacturer narrative:
(B)(4). The device was evaluated with a review of the complaint history, device history record, instructions for use, and visual inspection. The device history record was reviewed and no nonconformances were noted. The device history records for subassembly lots were reviewed and nonconformances were noted. Nonconformance forms attached to both work orders show that two devices in each subassembly lot were scrapped for leakage. These nonconformances do not appear to be related to the complaint device failure mode. A complaint database search revealed this complaint to be the only reported complaint associated to the complaint lot number 7315764. The sheath tubing was returned in 5 segments. All of the tubing segments were connected by intact exposed coiling. The tubing was frayed at the separation sites, displayed signs of elongation, and hemostat marks were observed at several sites on the tubing. The tubing segments were measured, and the overall length was elongated due to use. Also, the check-flo assembly was found to be separated from the sheath. The sheath flare had a ruffled appearance. The flare size was tested using a go no-go flare gage and was found to pass. The observed distorted flare indicates that the flare was securely seated in the cap, and that a significant amount of force was needed for separation. It was reported that the patient had chronic total occlusion of the superficial femoral artery, which likely contributed to the device "not coming out of the body" and thus resulted in material separation once the introducer was pulled on with a significant amount of force. However, it was also reported that a dilator had not been inserted during sheath removal. According to the sheath removal instructions provided in the IFU, "insert wire guide at least 10cm past the tip of the sheath. Insert the dilator over the wire into the sheath. Withdraw the sheath and dilator as a unit. Remove the wire guide." The IFU also contains the following warnings/precautions, "before withdrawing the sheath through tortuous anatomy, insert the introducer dilator to avoid possible breakage. Do not attempt to insert or withdraw the wire guide and/or introducer if resistance is felt." Because the dilator had not been inserted during removal of the sheath, the root cause of this occurrence was determined to be "did not follow instructions/label." There is nothing in the investigation or the complaint information to suggest that there is a design or manufacturing related issue therefore no corrective actions will be taken at this time. (B)(4).

Manufacturer narrative:
The event is currently under investigation.

Event description:
After the procedure was finished, the introducer would not come out of the body. The physician pulled on the introducer and it came apart while inside the patient. There was not a dilator in at the time.